Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft broken. Block h10: the returned tria soft ureteral stent was analyzed, and a visual evaluation noted that the bladder coil was detached, and suture hole was torn. Additionally, the suture returned loaded, and the positioner was not returned. During magnification, it was closely observed that the bladder coil was detached, and suture hole torn. No other problems with the device were noted. The reported event of stent shaft break was confirmed. Taking all available information into consideration, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. After the device analysis, the bladder coil was found detached and suture hole was torn, also, their suture returned cut indicating that the device was used. These problems could have been cause due to an interaction of the device with the suture string such as entanglement, manipulation or excess of force applied over the device during the setting up. Consequently, affect the performance of the device. The line may be removed before stent placement. The retrieval line may be cut prior to stent placement. Remove the retrieval line by holding the knot, cutting one strand, and while holding the knot, gently pull out the retrieval line. According to the time of event, it occurred in the preparation meaning that the suture must have been cut and gently removed, however, the evidence shows the contrary with the found problem. Therefore, the most probable root cause is failure to follow instructions.

Event description:
It was reported to boston scientific that a tria soft ureteral stent was used during a ureteroscopy with stent placement procedure performed on (B)(6) 2023. During preparation, the stent snapped when the string was being pulled. The procedure was successfully completed with another tria soft ureteral stent. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft broken.

Event description:
It was reported to boston scientific that a tria soft ureteral stent was used during a ureteroscopy with stent placement procedure performed on (B)(6) 2023. During preparation, the stent snapped when the string was being pulled. The procedure was successfully completed with another tria soft ureteral stent. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Correction to block e1: initial reporter information. Block h6: imdrf device code a0401 captures the reportable event of stent shaft broken. Block h10: additional information: block b5 have been updated based on additional information received on august 8, 2023, that the anatomy location of the target site is the ureter.

Event description:
It was reported to boston scientific that a tria soft ureteral stent was used during a ureteroscopy with stent placement procedure performed on (B)(6) 2023. During preparation, the stent snapped when the string was being pulled. The procedure was successfully completed with another tria soft ureteral stent. There were no patient complications reported as a result of this event. Additional information received on august 8, 2023, that the anatomy location of the target site is the ureter.